Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. Patient was under 2 years old, which is off-label usage of the device. On (B)(6) 2023, the pediatric patient developed a skin reaction with rash, redness, inflammation and dry skin under entire patch area. There was no treatment documented. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The skin reaction was consistent of an extended allergic systemic reaction. The probable cause could not be determined. No additional event or patient information is available.